Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been replaced. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that when attempting to shoot 2 d on the imaging system, nothing happens except a short "bip". It is reported that there was a 2d spin issue. The 3d is also unavailable. It was not possible to transfer images to and from the mobile view station (mvs). There was no patient present when this issue was identified. No additional information is available.